Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 33-year-old female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lymphangioma, adnexa uteri cyst, pelvic adhesions and uterine fibroid. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and depression ("depression"). The patient was treated with surgery (ablation, ablation, dilatation and curettage and salpingectomy (one side removal of fallopian tube)). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, there were 5 coils on right side and 4 coils left side. Discrepancy in essure removal-she was currently planning for essure removal. The fallopian tubes bilaterally were noted to have the essure in place and normal in appearance diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: tubes bilaterally appeared normal with the essure placement noted to be appropriate. Normal ovaries bilaterally. The essure coils were non visualized. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Pathology test - on (B)(6) 2014: right dilated lymphatic spaces suggestive of lymphangioma paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 33-year-old female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lymphangioma, adnexa uteri cyst, pelvic adhesions, uterine fibroid, obesity and arthritis. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen 21) since 2007 to (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psych injury/psychological or psychiatric problems condition: anxiety/ mental anguish") and depression ("depression/psych injury") and was found to have weight increased ("weight gain/weight loss(specify which one) weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (ablation, ablation, dilatation and curettage and salpingectomy (one side removal of fallopian tube)). At the time of the report, the pelvic pain, menorrhagia, abdominal pain, bladder disorder and genital haemorrhage had resolved and the vaginal haemorrhage, anxiety, depression, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2012, there were 5 coils on right side and 4 coils left side. Discrepancy in essure removal-essure removed-no. Date discrepancy of essure confirmation test- current- (B)(6) 2012, previous- (B)(6) 2012 patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Current weight 235 lbs. Patient received treatment for: pelvic pain, gen. Abnormal bleeding, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Computerised tomogram - on (B)(6) 2014: tubes bilaterally appeared normal with the essure placement noted to be appropriate. Normal ovaries bilaterally. The essure coils were non visualized. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Pathology test - on (B)(6) 2014: right dilated lymphatic spaces suggestive of lymphangioma paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event gen. Abnormal bleeding and post procedural complication were added. Outcome of the event menorrhagia was updated from unknown to recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 33-year-old female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lymphangioma, adnexa uteri cyst, pelvic adhesions, uterine fibroid, obesity and arthritis. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen 21) since 2007 to (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psych injury/psychological or psychiatric problems condition: anxiety/ mental anguish") and depression ("depression/psych injury") and was found to have weight increased ("weight gain/weight loss(specify which one) weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and bladder disorder ("bladder"). The patient was treated with surgery (ablation, ablation, dilatation and curettage and salpingectomy (one side removal of fallopian tube)). At the time of the report, the pelvic pain, abdominal pain and bladder disorder had resolved and the menorrhagia, vaginal haemorrhage, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2012, there were 5 coils on right side and 4 coils left side. Discrepancy in essure removal-essure removed-no. Date discrepancy of essure confirmation test- current-(B)(6) 2012, previous-(B)(6) 2012 patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Computerised tomogram - on (B)(6) 2014: tubes bilaterally appeared normal with the essure placement noted to be appropriate. Normal ovaries bilaterally. The essure coils were non visualized. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Pathology test - on (B)(6) 2014: right dilated lymphatic spaces suggestive of lymphangioma paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. New event added: weight gain. Concomitant drug, reporters and concomitant condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 33-year-old female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lymphangioma, adnexa uteri cyst, pelvic adhesions and uterine fibroid. Concomitant products included nsaids since february 2012 and paracetamol (acetaminophen) since february 2012. On (B)(6) 2012, the patient had essure inserted. In february 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In march 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and depression ("depression/psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation, ablation, dilatation and curettage and salpingectomy (one side removal of fallopian tube)). At the time of the report, the pelvic pain, abdominal pain and bladder disorder had resolved and the menorrhagia, vaginal haemorrhage, anxiety, depression and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, there were 5 coils on right side and 4 coils left side. Discrepancy in essure removal-she was currently planning for essure removal. Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: tubes bilaterally appeared normal with the essure placement noted to be appropriate. Normal ovaries bilaterally. The essure coils were non visualized.. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Pathology test - on (B)(6) 2014: right dilated lymphatic spaces suggestive of lymphangioma paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events abdominal pain, psych injury and bladder disorder were added. Outcome of event physical pain/ pain pelvic area is updated to recovered/resolved. Reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 33-year-old female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lymphangioma, adnexa uteri cyst, pelvic adhesions, uterine fibroid, obesity and arthritis. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen 21) since 2007 to (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("psych injury/psychological or psychiatric problems condition: anxiety/ mental anguish") and depression ("depression/psych injury") and was found to have weight increased ("weight gain/weight loss(specify which one) weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (ablation, ablation, dilatation and curettage and salpingectomy (one side removal of fallopian tube)). At the time of the report, the pelvic pain, menorrhagia, abdominal pain, bladder disorder and genital haemorrhage had resolved and the vaginal haemorrhage, anxiety, depression, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2012, there were 5 coils on right side and 4 coils left side. Discrepancy in essure removal-essure removed-no. Date discrepancy of essure confirmation test- current- (B)(6) 2012, previous- (B)(6) 2012 patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Current weight 235 lbs. Patient received treatment for: pelvic pain, gen. Abnormal bleeding, menorrhagia,psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Computerised tomogram - on (B)(6) 2014: tubes bilaterally appeared normal with the essure placement noted to be appropriate. Normal ovaries bilaterally. The essure coils were non visualized.. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Pathology test - on (B)(6) 2014: right dilated lymphatic spaces suggestive of lymphangioma paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter's information added.fu received.no new significant change made in medical context of case.case made significant due to imdrf hardcheck. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) year old female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lymphangioma, adnexa uteri cyst, pelvic adhesions and uterine fibroid. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and depression ("depression"). The patient was treated with surgery (ablation, ablation, dilatation and curettage and salpingectomy (one side removal of fallopian tube)). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, there were 5 coils on right side and 4 coils left side. She was currently planning for essure removal. The fallopian tubes bilaterally were noted to have the essure in place and normal in appearance diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2014: tubes bilaterally appeared normal with the essure placement noted to be appropriate. Normal ovaries bilaterally. The essure coils were non visualized. Hysterosalpingogram on (B)(6) 2012: essure device was successfully occluded. Pathology test on (B)(6) 2014: right dilated lymphatic spaces suggestive of lymphangioma paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs and mr received: case has become incident. Previously reported event "injury " was replaced with new events. New events added from pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), physical pain/ pain pelvic area, anxiety/ mental anguish, depression. Lot number was added. Event onset date, reporter information were updated, patient history and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.